Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high lead impedance was observed on the right ventricular lead. All other parameters were normal and stable. Isometric testing was performed by arm and shoulder movements; noise was not observed. Impedance measurements were within range during testing. The patient was stable and would continue to be monitored.